Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's spouse reported via phone call that they had air bubble in the reservoir. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's spouse stated that they did not rewind the insulin pump with a reservoir in place. The customer's spouse was advised to deliver fixed prime to purge out the air bubbles. The customer's spouse stated that the insulin was stored at room temperature. The reservoir will not be returned for analysis.